Manufacturer narrative:
The device was returned inside the xt-17 catheter. The lot number was not confirmed as the packaging was not returned with the device. During visual inspection, a torque device was attached to the guidewire 122.5 cm from proximal end. The guidewire distal tip was shaped and the distal section and hydrophilic coating was examined along its length. The guidewire hydrophilic coating was checked with the wet fingers. Bubbles with uncollapsed dome were found at between approximately 30cm to 31.2cm from distal end. The guidewire ptfe coating was examined under magnification and it was found damaged and was peeled/scraped off between approximately 133cm to 140cm from the proximal end. The corewire distal end was observed through the distal tip dome. The nitinol tubing proximal bond and distal bond joints were in place. During the functional inspection the guidewire was inserted through the returned xt-17 microcatheter hub and advanced through the proximal shaft but could not be advanced from the middle to the distal end of the microcatheter due to the damaged hydrophilic surface. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire was tip shaped to a gentle 90, continuous flush was maintained for the duration of the procedure, resistance was felt while trying to remove the wire from the catheter. The procedure was completed successfully with a different catheter and wire. The patient¿s anatomy was average tortuous. Analysis of the returned device found the guidewire ptfe was peeling which was most likely due to the torque device being insecurely fastened causing it to drag down the wire during use. There was also bubbling noted to the hydrophilic coating and friction was experienced advancing the guidewire through the returned xt-17 microcatheter which confirms the reported event. The bubbles found on the distal end of the device were analyzed by r&d. Based on the results of sem and edx testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined. Therefore, the reported issue of the guidewire hydrophilic coating surface being rough will be assigned undeterminable. The reported issue of the guidewire difficult to remove/withdraw from catheter¿ and as analyzed friction and ptfe coating peeling will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe coating was found damaged and was peeling/scraped off near the proximal end. No clinical consequences were reported to the patient due to this event.